Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received a potential false positive result for a patient¿s sample tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay. On (B)(6), 2021 the customer reported that they observed a sars-cov-2 positive, influenza a negative, influenza b positive result tested with lot 10426 analyzed on cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat run with lot 10419 analyzed on the same cobas® liat® system (s/n (B)(4)) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. On (B)(6), 2021 a third run of the patient¿s same sample was run again with lot 10426 analyzed again on cobas® liat® system (s/n (B)(4)) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. No patient details were made available, and no harm or injury was indicated. No information on sample collection was provided. The negative result was reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
No product problem related to the customer allegation was observed. Investigation was not performed, as the tube lot number is unknown. Sample was not requested, as data is not available and it cannot be determined if additional testing would add value. Cn-635730.